Manufacturer narrative:
The correct date received by the manufacturer should have been 21sep2020 (was reported incorrectly as (B)(6) 2020) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event on (B)(6) 2020, the patient was hospitalized for three days for an unrelated indication and was diagnosed with peritonitis during hospital stay the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause was unknown. The patient was hospitalized for three days for an unrelated indication and was diagnosed with peritonitis upon discharge from the hospitalization. The patient was treated with cefatazidime (intraperitoneally every morning, dose and duration not reported) and cefazolin (intraperitoneally every evening, dose and duration not reported). It was reported that seven days after discharge, the patient experienced a heart attack and passed away. It was not reported if the patient had recovered from the peritonitis event prior to death or if pd therapy was ongoing at time of death. It was not reported if an autopsy was performed. No additional information is available.